Event description:
The complainant reported that on (B)(6), 2009 the clinicians were implanting an obtryx sys-halo in a female pt who was over 50 years old (exact pt age is unk). According to the complainant during the procedure, but after the device was implanted, the physician noticed that the mesh appeared rope-like underneath the urethra. It was reported that this was due to where the sling was placed and that the pt had a cystocele. The physician then removed the mesh and repaired the cystocele. The physician then obtained another obtryx sys device and successfully performed the pt procedure without complications. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant reported that the device will not be returned for eval as it was discarded subsequent to the event; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).